Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during preparation for a percutaneous transluminal coronary angioplasty (ptca), a shaft fracture was discovered. A quantum maverick 3.0x12mm balloon was removed from the package and the device was found to be broken in two pieces approximately 6 inches from the hub. The procedure was completed with another of the same device. No patient complications were reported.